Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostics anomaly was observed. The patient had an ventricular fibrillation episode that was correctly transmitted via remote transmission but could not be seen during device interrogation at the hospital. The device was not cleared at the time. A few days later, the latest merlin.net transmission was downloaded, and the ventricular fibrillation episode was there. Device remains implanted.